Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was partially dislodged into the fascia. It was reported that the implanted device components were explanted on (B)(6) 2014. It was noted that the patient was not part of a clinical study and that the device was used in the patient for pain therapy. It was stated that the device was returned to the manufacturer for destructive analysis and an analysis report was requested by the reporter. It was stated that the device was not replaced. It was reported that there had been no patient death or injury and that the patient recovered without sequela. Additional information received reported that the healthcare professionals had been able to cut the anchors and ¿easily removed the paddle lead which was partially backed out¿.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37743, (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37752, (B)(4), product type recharger, product ID 39286-65, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Analysis of the stim implantable neurostimulator ((B)(4)) found a reduced capacity due to overdischarge. Analysis of the stim lead ((B)(4)) found it was cut through and the product segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.